Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field phone number was provided as (B)(6). Medwatch field fax number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted with a k value of 6.52 mmol/l accompanied by a data flag. The sample was repeated, resulting with a k value of 6.25 mmol/l accompanied by a data flag. The sample was repeated on (B)(6) 2019, resulting with a value of 5.83 mmol/l. The patient was sent to the hospital based on the result, was asymptomatic, and stayed in the hospital for observation for two days. The patient did not receive treatment. The k electrode lot number and expiration date were asked for, but not provided.